Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
A high impedance was reported for the patient. The patient has been scheduled for a full system revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received reporting that the patient had a generator replacement. Impedance after replacement was seen ok. The high impedance was still seen prior to surgery. During surgery, troubleshooting involved re-inserting the pin and cleaning the area. High impedance was still seen so a new generator was implanted. Diagnostics were ran and impedance was seen ok with the new generator. It was concluded that no lead revision was needed. No other relevant information has been received to date.